Event description:
It was reported that during a cardiovascular procedure, the device misfired. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the mcs20 device was returned in good visual condition. Upon visual inspection the stack pressure of the device was noted to be in bad condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended; however an intermittent feeding issue was noted during testing, caused by the stack pressure. This condition also caused that the lockout mechanism could not be tested. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the stack pressure condition.